Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced an infusion set tubing detachement event on (B)(6) 2025. The tubing got detached from close to site location. Infusion set was used for two days. No further information available.